Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, tubing fracture.

Manufacturer narrative:
This follow-up was created to document the returned device and corrected event date. A titan touch pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion on the longer exhaust tube of the pump. Testing revealed this to be a site of leakage. Partial separations within abrasion were noted on the shorter exhaust tube of the pump. Testing revealed this to not be a site of leakage. A group of partial separations, indicating contact with unshod instrumentation, was noted on the inlet tube of the reservoir. Testing revealed this to not be a site of leakage. No functional abnormalities were noted with either cylinder or the reservoir. Based on recreation of the position of the tubes according to the abrasion pattern, this demonstrates that both exhaust tubing of the pump overlapped while in-vivo. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to cause a separation through the longer exhaust tubing. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation. The device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device become available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformance for this lot. No capas are associated with this lot. No patient injury was reported.